Manufacturer narrative:
The device was returned for evaluation after the patient was reported to have expired. The device was tested using automated testing equipment and the device was normal.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 2017865-2020-00654. It was reported that the patient expired on (B)(6) 2019. There is no known allegation from a healthcare professional that the death was device related. The cause of death was a heart attack. No additional information was reported.